Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 690 mg/dl with ketones a healthcare provider deemed life threatening on 5/9/2026. Cause was not known. Due to the elevated bg, the customer experienced a heart attack as well as kidney damage. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on 5/16/2026 with the issue resolved and no permanent damage. Tandem technical support performed a pump system check and verified that pump was operating appropriately.